Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the limb ischemia was not determined. The failure mode will be monitored and trended.

Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed leg ischemia and the md decided to pull the impella pump out. The patient remains on ECMO.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible and based on the clinical information, the root cause of the limb ischemia was not determined since product was not returned.